Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Review of stored egm showed device was post-paced t-wave oversensing. Programming changes resolved the oversensing. The patient was fine after the event.